Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, a stent was placed in the right superficial femoral artery due to prolonged bleeding. No additional adverse patient effects were reported.

Manufacturer narrative:
Implanted date: updated to blank. Delivery catheter system (dcs) was never implanted. Additional information reported that the stent was placed during the implant procedure and medication was administered. The patient resolved with sequelae the same day. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.